Manufacturer narrative:
Analysis of the pump revealed a hybrid bit flip in ram memory. The returned pump was interrogated and as per the logs the water (1,000.0 mcl/ml) was being administered at a minimum rate of 6.2 mcg/day. This device issue is known and documented in the labeling per ma04279a071 ¿ n¿vision clinician programmer with software synchromed ii infusion systems. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned from an unknown source regarding an unspecified patient who was receiving an unspecified drug of an unspecified concentration at an unspecified dose rate. The indication for use regarding the pump was not specified. No patient symptom was reported. No further information was provided.